Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy fluid. The cause of peritonitis was not reported. It was reported that the patient "was going to the hospital, however, it was not reported if the patient was hospitalized. Treatment for the event was not reported. Patient outcome was reported as e"ffluent bag cloudy was recovering". Action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.